Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 4 full height cubie drawer was not close, and bearings were separating from railing. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device involved in the incident, it was determined that the full-height cubie drawer would not close, and the bearings were separating from the railing. A field service engineer (fse) picked up the ball bearings and replaced the left rail. The customer was able to recover the drawer. The fse checked the leds and secured the bumper on the right rail. The service was completed successfully. The system functioned as intended after the field service engineer repaired the device.